Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The most accurate become aware date of the information is not (B)(6) 2013, but is in fact to be (B)(6) 2013. The results of testing were dated (B)(6) 2013.

Event description:
Upon investigation, the manufacturer's domestic lab found burned and melted electrical contacts and melting of the plastic around the contacts. No adverse event. The device was returned and replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.